Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump had motor error alarm. Customer's blood glucose value was unknown at the time of the incident. Customer also stated that chipping on battery compartment also motor takes longer to rewind or to prime as well as crack on bottom of insulin pump. The device will not be return for analysis.